Manufacturer narrative:
The reported malfunction was observed and attributed to the faulty el display.

Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any pt involvement in the reported malfunction.